Manufacturer narrative:
The oad was returned to csi. Analysis confirmed a hole in the saline sheath located near the distal sheath end. A pressurized test confirmed leaking fluid at the damage site. The root cause of the saline line damage could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Following the second treatment, a hole was observed on the saline sheath of the stealth 360 peripheral orbital atherectomy device (oad) between the distal and proximal end of the catheter. A new oad was used to complete the procedure. The patient was stable. In the physician's opinion, the flow of saline solution was sufficient to avoid patient injury.